Manufacturer narrative:
(B)(4). Device evaluated by MFR: received for analysis were dissected/broken sections of the mustang device and sections of the introducer sheath/guide. An examination of the mustang found that the sections of shaft were severely stretched. The main section of the mustang extended from the proximal edge of the hub down to 115cm to the first break/dissection site. This main section of the catheter was severely stretched at various locations along its length. Three other sections measuring 11cm, 8.5cm and 6.2cm in length were received. It was identified on the 6.2cm section of shaft that the proximal bond on the balloon was intact however a complete balloon circumferential tear was noted at this proximal transition point. The distal section of the balloon was not received for analysis. The introducer sheath was received in 6 sections. It appeared that the sheath was dissected, rather than broken as the breaks were very clean and uniform with no signs of stretching. Using a stiff mandrel, the mandrel was pushed through each section of the guide catheter sections in order to check if a section of the balloon was present in the guide. However, no section of the balloon was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
A mustang 7.0 x 200, 135cm balloon catheter was received. Upon analysis completion on (B)(6) 2015 a circumferential balloon tear and shaft break were found.